Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g6 continuous glucose monitor was not paired to the ilet, which resulted in the ilet displaying dosing stopped and connect cgm, and the user experienced elevated blood glucose throughout the day confirmed by fingerstick while away from home without supplies; backup therapy was not used at the time and the user planned to contact a healthcare provider and later replaced the sensor, after which the dexcom reconnected and glycemia stabilized with normal ilet use. Symptoms included hyperglycemia without associated complaints. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no assistance required. Investigation included customer counseling and follow-up. Investigation of this case revealed that the cgm-to-ilet pairing failure and loss of cgm data interrupted automated insulin dosing, and resolution occurred after sensor replacement and successful reconnection. It was concluded, based on previously established findings for similar reports, that user circumstances and unavailable pairing code led to an unpaired cgm and resultant hyperglycemia until cgm function was restored.